Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system exhibited a high out of range shock impedance measurement of greater than 125 ohms. The physician decided to perform two commanded shocks to test the system which were successfully delivered. The impedance measurements afterwards were within acceptable range. The patient will continue to be monitored and their system remains implanted and in service. No additional adverse patient effects were reported.